Event description:
It was reported that a malfunction occurred with a code malf 0. The customer¿s blood glucose level was not adversely impacted. Technical support provided pump reset information and assisted the customer with resetting the pump, but the customer was unavailable to complete the process and will need to call back.